Event description:
It was reported that the cassette gave a "not attached" error message. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was received for evaluation. The tamper seal was broken and the dso seal was degraded. Attached cassette and performed functional testing. The dso seal failed at 10psi, confirming the customer's failure. The root cause was traced to fluid ingression inside the pump. The main board and dso sensor were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.